Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation (exact date unknown) and after the procedure was completed the physician performed a laparoscopy and visualized a perforation in the cornua. There was no injury to the bowel. No other information was provided.